Manufacturer narrative:
This device was not returned to mmdg. Because the pump was not returned, mmdg was unable to perform an investigation or confirm the complaint. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "is pumping air." Mmdg attempted to follow up with the initial reporter multiple times, but was unable to reach them and did not receive any further communication from them. (B)(4).